Manufacturer narrative:
Wire would not bow. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.

Event description:
During the procedure to treat a lesion in the common bile duct, the hydratome rx sphincterotome did not bow properly. The case was completed with this device. There was no clinical consequence to the patient who was reported to be fine post procedure.